Event description:
Caller reported the tube's cuff would not hold air. A non-routine replacement of the tube was required.

Manufacturer narrative:
The reporter noted the leak was isolated to the pilot balloon seam.